Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It has been reported that the bd¿ syringe 3ml ll w/ndl 25x1 rb has been found experiencing four occurrences of loose needles during use. The following has been provided by the initial reporter: it was reported that the luer lock of the needle is not on tightly, causing vaccine to leak out between the needle and the syringe. Verbatim: the luer lock of the needle is not on tightly, causing vaccine to leak out between the needle and the syringe on 3 occasions , once when patient was being injected with vaccine 2 times when vaccine was being withdrawn from the syringe while the needle was inserted was inserted into a vaccine vial and the syringe was being filled.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 3ml ll w/ndl 25x1 rb has been found experiencing four occurrences of loose needles during use. The following has been provided by the initial reporter: it was reported that the luer lock of the needle is not on tightly, causing vaccine to leak out between the needle and the syringe. Verbatim: the luer lock of the needle is not on tightly, causing vaccine to leak out between the needle and the syringe on 3 occasions , once when patient was being injected with vaccine 2 times when vaccine was being withdrawn from the syringe while the needle was inserted into a vaccine vial and the syringe was being filled.